Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v had resistance when attempting to insert the guidewire from the guide wire port into the sphincterotome. The customer further indicated that after a while, a tiny plastic tube (around 1 cm) came out from the distal tip of the lumen. The reported issue occurred during preparation of use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A small tube was returned for evaluation. The small tube was made of a transparent, soft, rubber-like material. This material was clearly different from the ptfe (polytetrafluoroethylene) used in the tube of the device. The small tube had a thick structure on one end, and its distal end was missing. The outer diameter of the tube was measured. As a result, the thin portion of tube was approximately the same size as the inner diameter as the guidewire lumen. The thick portion was found to be larger in size than the inner diameter of the guidewire lumen. The distal end of the device was inspected. There was no damage or deformation in the distal end of the device. No abnormalities were found in the guidewire lumen. The manufacturing process of this device was investigated. As a result, it was found that no parts similar to this tiny tube is present in the manufacturing process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.